Event description:
Hole in the vented bag that did not appear to go through to the back table cover of the sterile custom surgical kit. The hole in the vented bag was identified while unboxing the kit out of the shipping container. The pack was discarded prior to use.